Event description:
It was reported to philips that the system did not startup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not turning on. Upon troubleshooting, fse found all leds on the pdu were off and no leds on ny15 control module and fan and power tray was defective. To resolve this issue, fse replaced the fan and power tray. The defective fan and power tray was returned to philips for analysis and found that the malfunction in the psu1. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was correctly updated.